Event description:
It was reported that the lead exhibited capture anomaly. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes the lead exhibited loss of capture.